Event description:
A complaint was received regarding missing the glucose alarm alert while wearing the adc device. As a result, on (B)(6) 2022, the customer had a loss of consciousness and seizures, and emergency services were called. Hcp arrived and performed a blood glucose test and provided the customer a glucagon injection for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms did not go off. Issue was forwarded to extended investigation. Visual inspection was performed on the returned sensor, no abnormalities were observed. Visual inspection was performed on returned plug assembly, no issues observed. The reported sensor was activated with a retained reader. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding missing the glucose alarm alert while wearing the adc device. As a result, on (B)(6) 2022, the customer had a loss of consciousness and seizures, and emergency services were called. Hcp arrived and performed a blood glucose test and provided the customer a glucagon injection for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.